Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of unsure delivering insulin. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.5. Hardware: iphone17.2. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. "High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158."

Event description:
It was reported that the patient's blood glucose (bg) level rose to 471 mg/dl between 4 and 24 hours of wearing the pod. The patient¿s husband reported the patient was recently diagnosed with diabetes, and new to omnipod 5 system. Was after placing the pod the bg levels went high. The patient¿s ketone test was at maximum and was then taken to the hospital for treatment on (B)(6) 2025. At the time of the event, the patient was feeling tired and presented no other symptoms. The patient was waiting for a bed to be arranged and had not yet been diagnosed or provided with treatment for the event.

Manufacturer narrative:
Please disregard MDR report ref# as the allegation does not represent a reportable failure, and no adverse event or medical intervention was provided.